Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that in 2007 the patient got an infection. At first the patient¿s health care provider implanted a small implantable neurostimulator (ins) and it got infected. It was reported that they put the device in and it was in for a few weeks before the patient got infected. It was noted that was why they did not bother putting the first one in and then the patient had to go back to do the second surgery and they did not do that because it was all infected. The patient had to go back a few months later and they had it redone and they put a big battery in it. It was noted that the infection happened during the trial and took place before (B)(6) 2007.